Event description:
Information was received from a healthcare provider (hcp) regarding an implanted infusion pump system for intractable spasticity and cerebral palsy. The pump was used to deliver unknown baclofen 2000mcg/ml at 96mcg/day. It was reported that the patient had a catheter revision on (B)(6) 2023 and, at the time of this report, the patient was "very loose and not very responsive". The catheter was replaced because they were "not sure the catheter was working", so they did "two side ports" and could not withdraw. The catheter issues started about two months prior to the report. The hcp inquired about turning the pump down to minimum rate. Per the reporter, the patient's current condition "might be anesthesia or temperature instability" and they were unsure if it was related to the drug. At the time of this report, the patient was stable and in the intensive care unit (ICU). The issue was not resolved.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# (B)(6). Implanted: (B)(6) 2021. Explanted: (B)(6) 2023. Product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(6), ubd: 16-apr-2023, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8780, serial# (B)(6), implanted: (B)(6) 2021, explanted: (B)(6) 2023. Product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was provided from the healthcare provider (hcp) that stated the patient had a medical history of having cerebral palsy, spastic quadriparesis, is not orally fed, and is nonverbal. It was reported that when the patient was admitted to the hospital on (B)(6) 2023, the autonomic instability was due to the patient's cerebral palsy and not due to any medical problem, nor the intrathecal baclofen. Then on (B)(6) 2023, the patient was admitted again with a fever and leukocytosis. There was concern that the intrathecal baclofen may be part of the problem and transferred to a different hospital for further evaluation. After the revision, his condition was noted as "well" and have no desire to change his current pump dosage (remains at 96 mcg/day). It was concluded that the patient experienced baclofen overdose when the hcp programmed a priming bolus though had not accurately accessed the side port. It was also reported on that same day and on "two or three occasions" after that they were not able to withdraw any fluid from the side port. The catheter was intact at surgery, but had no flow. The hcp did not know if the catheter was inspected or sent to medtronic.